Event description:
Patient with a history of cardiac arrest was seen in clinic for routine ICD check. The wand that was being used was an older style that contained a magnet. While hovering over the ICD, the nurse encountered a screen on the programmer to turn off shock therapy. There was confusion/miscommunication between nurse and biotronik representative about magnet response to ICD, causing therapies to be accidentally shut off permanently. The following day, the patient's home monitor gave an alert indicating that the ICD therapies were turned off. Patient was urged to return to the clinic to have therapies turned back on. Arrangements were made to meet with biotronik rep, patient, and patient's family at emergency department. ICD therapies were turned back on. ICD therapy had been turned off for approximately 36 hours. Wand was replaced by biotronik rep, and was replaced with a newer style wand without a magnet. Manufacturer response for pacemaker programmer, renamic (per site reporter): wand was replaced with a newer style wand that does not contain a magnet. The biotronik renamic programmer remains in use.